Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-ndr: not applicable as the event is not related to the device. ¿ use error: observed a broken on radius assessed as surgical damage and missing shell observed assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed on the device.

Event description:
Healthcare professional reported left side exchange due to patient's concern with the product. Healthcare professional later reported rupturing the device during explant surgery. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: use error.

Event description:
Healthcare professional reported left side exchange due to patient's concern with the product. Healthcare professional later reported rupturing the device during explant surgery. Device has been explanted and replaced.